Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received with normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump does not turn on before and after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for blank display and the pump turned on for a minute but then went blank. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.